Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information received indicated the lead dislodged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that the patient presented in the emergency room with chest pain four days after implant. Ventricular loss of sensing was observed. CT scan revealed that the lead had perforated into the pericardial space. The physician elected to explant lead and device as the system was for primary prevention only. There were no patient complications associated with the explant procedure.